Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 07-jan-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: the device history record was reviewed for both products and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Vascular access related complications, such as dissection, are known potential adverse patient effects per the evolut system instructions for use (IFU). Vessel injuries are typically related to patient anatomical factors, in addition to procedural and device factors. Without procedural images for review and the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Patient death is a known potential adverse patient effect per the evolut system instructions for use (IFU), and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the cause of death was aortic dissection. However, without procedural images for review and based on the limited information available, an assignable root cause for patient death cannot be determined and the relationship to the dcs could not be established. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with calcification, a dilated aorta and very fragile diseased tissue, an aortic dissection was reported. The cause was not reported. The patient was sent to the operating room. The valve was explanted, and was replaced with a surgical aortic valve. An aortic graph was placed. The dissection was repaired. One day after the valve implant the patient died from the aortic dissection.